Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 170 v-sics since last session 10.6 days ago. Five non-sustained episodes with v-v intervals less than 220 milliseconds (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and v-sics. Right ventricular pace impedance steady at approx. 597 ohms through (B)(6) 2016, rises out of range (B)(6) 2016 and again (B)(6) 2016.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) count, fast non-sustained ventricular tachycardia episodes, and high impedance on the right ventricular (rv) lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.